Event description:
Patient (pt) had multiple known allergies and underwent allergy test following recent anaphylactic reaction after intubation. Surgery cancelled and allergy testing done revealed chg (chlorhexidine gluconate) allergy. Two months later, returned to or. After central line placed - developed hypotension, treated for anaphylaxis. Suspected source central line - chlorhexidine coating. Patient prepped with betadine for both line insertions. Line removed. New non-coated chg inserted. Decision to proceed with surgical procedure. Pt required 125 mg of solu-cortef and had already rec'd decadron for ponv (postoperative nausea and vomiting) prior to anaphylactic episode.